Event description:
It was reported that the patient experienced hyperglycemia with their blood glucose reaching 1100-1200 mg/dl while wearing a pod. The paramedics were called on (B)(6) 2026 and the patient was taken to the hospital and admitted to the intensive care unit (ICU). The family was told the patient experienced either a stroke or heart attack (neither was definitively diagnosed), which was alleged to be due to hyperglycemia. The patient had lost oxygen to their brain for a sustained period, resulting in loss of brain function. The patient remained in the ICU until the family elected to discontinue care and the patient passed away on (B)(6) 2026. Treatment received included intravenous insulin by the paramedics and throughout the stay in the ICU, however further treatment in the ICU was unspecified. The family reported that the patient¿s high blood glucose level had led to their heart stopping. The conclusive cause of death was not reported. The last pod the patient had worn was activated on (B)(6) 2026 and had been removed at an unspecified time while the patient was in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The physical device was not returned for investigation. Cloud data from the user for the last two pods used, 09:29 on (B)(6) 2026 to 23:18 on (B)(6) 2026, was downloaded and reviewed. Review of the patient history buffer (phb) data found that the first of these two pods was used primarily in automated mode. The first estimated glucose value received was 303 mg/dl at 09:30 on (B)(6) 2026. The phb data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The estimated glucose values decreased from 303 mg/dl and hovered around the user's target for the duration of pod use. No urgent high (greater than 400 mg/dl) estimated glucose values were received by this pod. Estimated glucose values of -1 were received between 16:05 and 17:28 on (B)(6) 2026. The system responded correctly, transitioning the system to automated mode: limited after four cycles of missing values and generating a missing sensor values alert after one hour of missing sensor values. The last valid estimated glucose value received by this first pod was 99 mg/dl at 16:00 on (B)(6) 2026. This first pod was deactivated at 17:29 on (B)(6) 2026 and a new pod was activated at 17:37 on (B)(6) 2026. The pod started in manual mode, correctly delivering the user's manual basal program, with the pod scanning for the sensor. The system mode was switched to automated mode around 17:57 on (B)(6) 2026 while the pod was still scanning for the sensor, resulting in the system transitioning to automated mode: limited. The system was changed back to manual mode and the pod was able to find the sensor and receive a valid estimated glucose value at 18:08 on (B)(6) 2026. The first value received was an urgent high value. The pod continued to receive urgent high estimated glucose values until the last data point received by the controller from the pod at 23:18 on (B)(6) 2026. The system was used only in manual mode while receiving these urgent high values, correctly delivering the user's manual basal rate of 1.3 u per hour. No evidence of issues with insulin delivery were observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone12.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.